Event description:
During a routine trach removal procedure, the respiratory therapist had difficulty due to the silicon sleeve on the obturator sliding over the tip of the device, causing it to get caught. This delayed the removal by approx 30 seconds. Smiths medical, (B)(6).